Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was moderately calcified, 60% stenotic lesion in a tortuous distal left anterior descending artery (lad). The physician attempted to reach the lesion with a taxus express2 2.5 x 12 mm. However, resistance was met during advancement to the target lesion. As the physician advanced further the taxus catheter shaft fractured into two pieces. It is noted that the lesion was not predilated. The physician was able to successfully remove the entire catheter from the pt's body. Consequently, the physician did not deploy the taxus express2 2.5 x 12 mm. The physician then predilated the lesion and successfully completed the procedure with another stent. No additional intervention was noted. No pt injuries or complications were reported. Pt status is reported to be "satisfactory/good."